Event description:
Covidien received a report that the n65 handheld pulse oximeter was missing display segments. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
Covidien service ctr confirmed the complaint and replaced the universal interface (ui) display printed circuit board (pcb). The device passed testing. (B)(4).